Manufacturer narrative:
Trackwise ID: (B)(4). The investigation has been started since the complaint was received as following: 1. DHR review: the DHR of the reported lot: 3000217118 has been reviewed. There¿s no deficiency identified from production relevant to the acrobat-I stabilizer suction failure prior to this complaint. All the products had been performed 100% visual inspection and vacuum leak test during production. They all passed the visual inspection and vacuum leak test, which demonstrate the sufficient vacuum was obtained; the baffle seal had been sealed completely and was able to lift the weight. 2. In the last 12 months from 15th aug 2021 to 15th aug 2022, the occurrence rate is approx. (B)(4) which is under anticipated rate. There¿s no similar complaint reported from this lot: 3000217118. 3. The reported device was received on sep. 05th 2022, the following evaluations have been conducted: 1). Visual inspection: the reported device was visually inspected and no physical deficiency was observed, and no indication of adjusting or bending for the foot of the stabilizer was observed. 2). Suction functional test (leak test) was performed following labeling instructions with correct connection and vacuum pressure 400mmhg, the test result indicated sub-baffle can suction the gloves with 8 markings which means each of the 8 hypo hole suction good without plugging, furtherly testing for lift the weight indicated the weight can be lifted and can keep at least 10s, which indicated suction is well performed. There is no abnormal indicated for the returned device based on the tests, the failure mode that customer reported was not confirmed. 3) communication with customer indicated the connection of the devices, and the vacuum source were working normal when the issue occurred. However, reviewing the feature of the foot for returned device indicated there is no bending or adjusting for conform to the feature of the heart. IFU suggested ¿gently shape the malleable stabilizer foot as desired to conform to the heart without bending the feet beyond 25 degrees in any direction.¿, it is probable that the seal of the suction foot was not sufficient for the reason of features not matching well, and resulted in suction failure during using. Above all, no manufacturing or product defect is indicated to cause or contribute to the reported failure based on the evaluation. It is probable that the seal of the suction foot was not sufficient for the reason of features not matching well, and resulted in suction failure during using. There is no impact to patient, and the failure mode was covered in risk management file, the occurrence rate is under anticipated. This failure will always be detected prior to using on a patient or during setup of the device as warning and precautions has indicated that, "perform the anastomosis only when the stabilizer foot is properly seated on epicardium and adequate stabilization of surgical site is achieved." . No fca is needed. The trending will be monitored continuously.

Event description:
In the beating coronary artery bypass surgery, when the heart was ready to be fixed, the head-end suction cup of the stabilizer could not absorb the heart to achieve cardiac fixation. A new stabilizer was replaced and completed the operation. No harm to the patient.